Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015: device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: during investigation, the pump had visible moisture in the display lens. The pump did not power on and there were no audible or vibratory sounds. An attempt to download the pump history and the black box was unsuccessful. Unrelated to the original complaint, the battery compartment was cracked near the cover. A leak test was performed and failed indicating a battery compartment leak. The pump cover was removed and there was evidence of internal moisture damage within the pump. Further testing could not be completed due to internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.